Event description:
The customer reports that the jaw was broken on two needle holders. One jaw of one of the returned needle holders was broken in the pt during a laparoscopic procedure and was removed from the pt. The or disposed of the broken piece, so not returned. An x-ray was taken, and it was reported that no parts remained in the pt. There was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corporation is filing on behalf of the initial distributor (B)(4). Correspondence should be sent to: integra lifesciences corporation, (B)(4)